Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with moisture damage noted on lcd board, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump would be unresponsive. Customer's blood glucose was unknown. The customer reported exposing the insulin pump to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.